Event description:
It was reported that the 3.0x20mm trek rx balloon dilatation catheter was being used to treat a lesion in the leg. A second guide wire was advanced to the lesion and the trek balloon was accidentally punctured by a guide wire. The device was attempted to be retracted, experienced resistance, and the distal 20mm of the device separated. The separated portion was attempted to be retrieved for two hours with a snare device, but the attempt was unsuccessful. The separated portion remains in the subintimal popliteal in the patient and the patient is being referred to surgery to remove the separated portion. The patient is doing fine. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the instructions for use (IFU) states: the trek rx coronary dilatation catheter is indicated for balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion, balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction, and balloon dilatation of a stent after implantation.